Event description:
It was reported that because the straightener was difficult to remove from the guidewire, the hard part of the guidewire was pulled as usual and reinserted into the straightener. When the soft part of the guidewire protruded beyond the straightener, it was found that there was a crease on the tip side (golden side) at a position of approximately 2 cm from the point where the hardness changed. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that because the straightener was difficult to remove from the guidewire, the hard part of the guidewire was pulled as usual and reinserted into the straightener. When the soft part of the guidewire protruded beyond the straightener, it was found that there was a crease on the tip side (golden side) at a position of approximately 2 cm from the point where the hardness changed. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one 135cm nitinol ir guidewire. The sample was received in its original opened packaging. The guidewire was in its plastic hoop. A kink was observed within the coil region. Microscopic inspection of the wire confirmed the presence of a kink and misaligned coils within the coil region. Possible infusate residue was observed on the wire. The plastic hoop was flushed with water. Subsequent manipulation of the wire within the hoop was unremarkable. Guidewire deformation was observed during sample evaluation. The kinking and coil misalignment were consistent with damage caused by manipulation of the wire; however, it could not be determined precisely when that manipulation occurred. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. Kinking may occur if guidewire reinsertion into the plastic hoop is attempted without first wetting the wire.